Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing tones emitted. Feels the patient feels fine and has had no symptoms since device started beeping. ,